Manufacturer narrative:
(B)(4). The device was returned for analysis. A visual inspection was performed. The coil was protruding from a non bsc catheter. The coil was found to be stretched and kinked upon inspection. The interlocking arm of the main coil was missing. A microscopic inspection found that the coil zap tip was free of damage. The number of fiber bundles recorded was below the assigned specification. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii diagnostic catheter.¿ ¿the use of other diagnostic catheters may result in an inability to deliver, deploy or recapture the device¿. (B)(4).

Event description:
It was reported that the coil was removed from the patient extending out of the catheter. An 8mm x 40 cm interlock¿-35 was used for a varicocele embolization procedure. During procedure, the coil was introduced through a 5fr-0.038 non-bsc microcatheter. When the coil was pushed in the catheter, it was noted that the coil came out from the catheter under the control of the scope. When the button was removed, friction was noted in the catheter and the physician continued with the withdrawal gradually. After flushing the catheter, it was decided that the results were not suitable, so the physician withdrew the catheter noting that the coil was stuck in the catheter. When the catheter was removed from the patient, it was noted the coil was protruding from the tip of the catheter. No patient complications were reported.